Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that patient was used flowtron therapy. The caregiver placed the patient in chair for her meal. The patient roommate used the call bell after patient fell in front of her bed trying to go to the bathroom. The patient tripped over the power cord.

Manufacturer narrative:
An arjo representative was informed about an event involving the flowtron acs800 pump. A customer lawyer informed arjo representative about the lawsuit raised by a patient against a hospital. The litigation arises from a fall that occurred on (B)(6) 2016 . It was reported that the patient allegedly tripped over the power cord. The event happened after placing a patient (when pneumatic compression therapy by using flowtron acs800 was applied) in a chair for her meal. The patient's roommate called the call bell to inform that patient fell when attempting to go to the bathroom. There was no information regarding the injury sustained by the patient. There were no allegations that the product malfunctioned. According to the safety warning included in flowtron acs800 user guide: ¿ it is the responsibility of the caregiver to ensure that the user can use this product safely.¿ ¿make sure the mains power cable and tubset or air hoses are positioned to avoid a trip or other hazard and are clear of bed moving mechanism or other possible entrapment areas.¿ the complaint was decided to be reportable due to an allegation that the patient fell during using the flowtron acs800 pump. There is no allegation that the power cord was defective and from that perspective, the device meets performance specifications.